Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed because the patient noticed the pump stopped working. During surgery the physician observed that there was tissue that grew around the pump causing it to no longer work. An ams700 15cm lgx device and 100ml reservoir were implanted. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.